Manufacturer narrative:
Product complaint # (B)(4) investigation summary it was reported that the rep noticed that the tip of the screwdriver was worn. Removing from use. Metaglene inner shaft and insertion handle was broken during cleaning disassembly. Event did not happen in surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the cs meta insert tool inner was broken from the shaft at its proximal section. Additionally, device exhibits signs of repeated use and tip was found stripped. Based on the observed condition of the device, the damage may have occurred during use as a result of exposure to unintended forces, such as prying motions applied during operation ultimately leading to breakage during the cleaning process. As per IFU-0902-00-865 rev. E "devices should be inspected after processing prior to sterilization for: damage, including but not limited to, corrosion (rust, pitting), discoloration, excessive scratches, flaking, cracks, and wear" and "carefully inspect devices between uses to verify proper function". A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cs meta insert tool inner would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Event description:
It was reported that the rep noticed that the tip of the screwdriver was worn. It was removed from use. Metaglene inner shaft and insertion handle was broken during cleaning disassembly. The event did not happen in surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.